Manufacturer narrative:
Ethnicity - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that bleeding occurred at the right femoral puncture site following deployment of an 8f angio-seal vip vascular closure device. Manual compression was used to achieve hemostasis. A hematoma was present and ecchymosis occurred. The reported blood loss was less than 250cc. The operation was finished successfully and the patient's physical condition is stable. Additional information was received on 4/20/18: the procedure that was being performed was percutaneous coronary intervention (pci). Bleeding occurred at the puncture site and manual compression was performed to treat the bleeding. Additional information was received on 4/25/18: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was not a pre deployment angiogram performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient does not have a history of a bleeding disorder. The patient is on daily blood thinning medication. There were not multiple sticks to gain arterial access. The posterior wall of the artery was not punctured. The puncture site was not above the inguinal ligament or the inferior epigastric artery. The patient did have heparin during the procedure. There was no testing performed to diagnose the bleeding. Manual compression was performed because clinician found oozing at the puncture site after using angio-seal. The device used to hemostasis was 8f angio-seal.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.